Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had errors of ram crc, history pointers failure, software and trace pointer. The customer¿s current blood glucose level was 9.9 mmol/l at the time of the call. The customer reported multiple recurring error¿s. The customer did not troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit alarmed pump error 75 pump error 68, pump error 49 and pump error 23, problem was isolated to the electrical board. Unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit was monitored and alarmed pump error 25 constantly, problem was isolated to the electrical board. Pump error 53 noted in the formatted history file due to an issue related to the low backup battery voltage.